Event description:
Several tracheotomy hooks bent during a procedure. The physician was using a tracheotomy hook during an emergency tracheotomy on a (B)(6) male patient with angioedema when the hook bent. The physician requested another tracheotomy hook and it also bent. A total of four tracheotomy hooks bent before the physician switched to another product to finish the case. No samples for investigation as the bent hooks were all discarded.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of air in the patient line was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding air in the patient line, which occurred on the homechoice (hc) during the initial drain. The home patient (hp) stated she connected herself and pressed go to begin the initial drain. The hp stated she noticed air in the patient line and immediately pressed stop. The hp requested assistance ending therapy and starting over with new supplies. Product surveillance spoke to the hp regarding the report of air in the patient line. The hp did not recall details of this report. The hp verified she discarded the set-up and started over with new supplies. Companion sample not available. No patient injury or medical intervention reported. The hp is continuing therapy on the hc with no further issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.